Event description:
A surgeon reported that during implantation of an intraocular lens (iol) the delivery system snapped off the trailing haptic. The optic and forward haptic plunged forward striking the capsule and possibly the cornea. The wound was widened to remove the iol. The pt developed corneal edema/bullae and was treated with topical medication. The corneal edema has not resolved.